Event description:
It was reported that when removing the catheter from a 7f introducer the balloon stayed inside the patient. Pateint underwent surgery to retreive balloon. Hospital indicated user error involved. No patient injury or complications. No more info. Is available.